Manufacturer narrative:
Visual analysis, leak test and microscopic analysis of the returned device identified: flat creases, yellow particles in outer surface, a curved sharp opening on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification).fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.